Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additional reported "contour deformity" and "posteromedially was thickened," baker grade unknown.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 19/oct/2015 and 22/jan/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported experiencing anxiety product/procedure. Patient additionally reported a right side rupture. Device has been explanted.